Event description:
It was reported that the patient was not getting adequate stimulation on the right side and sciatica pain worsened despite reprogramming attempts. The patient underwent an explant procedure. The explanted devices were not returned to bsn.

Manufacturer narrative:
Date of event: exact date unknown, event occurred two months ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7077470/7082466. Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7072945.